Event description:
The health care professional stated the burette contents drained very slowly - almost at a 'trickle' pace.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There are a total of nine (9) cases associated with this product; therefore nine separate 3500a forms have been generated to address the other cases. There were no reports of the patient being harmed as a result of this malfunction. No additional patient/event details have been provided to date. Should additional information become available, a follow up report will be submitted.